Event description:
While inserting iol using old style monarch, haptic sheared off during delivery into eye. Doctor subsequently needed to use oscher cutter to cut lens in half and remove from patient's eye. Incision was extended. New iol inserted with a new monarch. Operating room time was extended. No surgical complications, patient discharged to home in stable condition.